Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a covered endovascular reconstruction of the aortic bifurcation (cerab) interventional procedure. Reportedly, the suture came out disconnected [broken] when the plunger was retracted. This occurred with two prostyle devices in a row. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a large bore sheath and the cerab procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported suture separation and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.